Event description:
During routine testing, the user found that the defibrillator was delivering only half of the energy selected. There was no pt involved. Testing disclosed an open resistor (r126) in assembly 595263. The cause of the resistor being open could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.